Manufacturer narrative:
The device was discarded by the hospital. No device evaluation can be completed.

Event description:
The physician reported that the patient experienced bleeding issues at the groin after insertion. The physician managed the bleeding with protamin and pressure dressing.